Event description:
The technician alleged the side rail was not able to latch. No patient impact.

Manufacturer narrative:
The technician replaced the side rail center arm assembly to resolve the issue.